Event description:
It was reported that left leg was an inch longer than the right. Surgeon replaced stem and head; patient's legs are now the same length.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem ii. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.